Event description:
Patient reported insulin leaking around adapter and it is also pooling in the device. Patient advised the adapter was never changed, so it is about 3 years old. Patient stated their blood glucose was elevated for the past couple of days, 280-300 mg/dl range (normal = 150 mg/dl). Patient stated they smelled insulin for the past couple of days as well. No error messages were displayed. Patient self-treated for the elevated blood glucose by bolusing more on their device to get the blood glucose to go down. Patient plans on switching to their backup device.